Event description:
It was reported that the patient was experiencing difficulty charging the implantable pulse generator (ipg). The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was not returned per hospital policy.

Manufacturer narrative:
Block b3: exact date unknown, event occurred feb 20 from the date manufacturer became aware of the event.